Manufacturer narrative:
Evaluated one opened/used reservoir performed pre-fill reservoir test and reservoir failed per inspection found reservoir transfer guard needle occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 119 mg/dl at the time of the call. The customer states that the issue may not be with the reservoir but rather their technique in inserting it. The customer reports air bubbles in the tubing but declined troubleshooting the issue. The customer returned their reservoir for analysis.